Event description:
The customer reported that the freedom driver "started acting funny", and one hour later, the driver exhibited a fault alarm while supporting a pt. The customer also reported that the pt was at an elevation of 5,000 feet when the alarm sounded. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode posed a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom drive continued to perform is life-sustaining functions. The freedom drive will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver "started acting funny," and one hour later the driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was at an elevation of 5,000 feet when the alarm sounded. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The driver in "as received" condition passed all test requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies, no unintended alarms. The driver did not exhibit any unusual behavior. An onboard battery charge/discharge test was performed, and the driver performed as expected. The driver's electronics functioned as intended and were capable of detecting the external power supply voltage with no alarms or issues. The electronic alarm history revealed one fault code (fault code 47), which indicated that a lower input voltage from the external power source was present relative to the onboard batteries' voltage for a period exceeding five minutes. By design per syncardia's tah-t freedom driver system software requirements specification, this will trigger a permanent fault alarm. This fault code is indicative of an issue with the external power source. During investigation testing, the fault alarm could not be reproduced and there was no evidence of a device malfunction. With the provided information from the customer experience and the investigation results, the permanent alarm was likely caused by a connection issue with an external power source (via ac power supply connected to a wall power outlet or a 12v vehicle power outlet). There was no issue with the altitude at which the patient was operating his freedom driver. The freedom driver system guidebook for patients and caregivers recommends to not use the freedom driver at altitudes less than 1250 ft. Below sea level or 8,000 ft. Above sea level in an unpressurized cabin. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The freedom driver can be powered by the onboard batteries or an external power source (grounded wall power outlet or 12v vehicle power outlet). The driver was serviced. Based on days of use, the service included the replacement of the speaker printed circuit board assembly (pcba) and motor controller pcba, based before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.